Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18103. It was reported that patient experienced ineffective and was unable to set the ipg into MRI mode. System diagnostics recorded high impedances on both leads. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.